Manufacturer narrative:
The investigation for the reported high purge pressure, access site bleeding - major and low pump flow has been completed. The product was returned and the reported observations were not confirmed. The cause of the high purge pressure issue was most likely biomaterial based on data log review and returned product investigation. The biomaterial interaction could lead to temporary low pump flow during a high purge pressure event. The cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the placement signal issue was dp sensor drift.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
Us complainant reported the patient was on impella rp flex support and the patient had oozing at the access site after the implant. The mattress sutures were tightened, and support continued. Additionally, there was an abrupt decrease in impella flow with concurrent decrease in purge flow to >2ml/hr and purge pressure high alarm. Purge pressure high with intermittent purge blocked alarms for the next 36hrs. Tissue plasma activator was implemented in the purge. The patient survived the event.

Manufacturer narrative:
The investigation of low pump flow, high purge pressure, and access site bleeding has been completed. The cause of the high purge pressure issue was most likely biomaterial based on data log review and returned product investigation. The biomaterial interaction could lead to temporary low pump flow during a high purge pressure event. The cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the placement signal issue was dp sensor drift. D9 date device returned to manufacturer added. G4 PMA/510(k)number incorrect.